Event description:
The atw35 was used during an lavh. On the fourth firing the cartridge jammed. The device could have been partially fired because staples were seen at the proximal part of the tissue. A new cartridge was loaded and the device was fired, but it was difficult to fire. The firing did occur over previous staples. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: bent cartridge tab. Facility experienced an event with the endopath ets flex while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972184. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: articulation function, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "jammed" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.